Event description:
The pump has an internal clock. Recently, it stopped working and notified rptr that it was time for a routine checkup at the factory. There were no error codes - just a code indicating that it was time for a "safety" checkup. Rptr was not aware of any problems, as it was working perfectly. Rptr sent the pump in to disetronic. A letter followed notifying rptr of an unspecified problem, and advising rptr that they had two options: upgrade or replace. Rptr then complained, and requested a letter stating the problem. That letter stated there was a problem with the occlusion alarm. Rptr complained further and was referred to a test tech. At first he said it couldn't be fixed. Then, when rptr insisted this didn't sound right and requested a re-test, he agreed to retest the pump. A few days later, he called back to say it scored 68, when it should score 60 on the occlusion alarm test. He went on to say they had just very recently learned to repair this problem, and for $125.00 they would do so, and reset the clock for another 12 months of use. When rptr asked about the nature of the repair, he said he didn't do repairs, only testing, and didn't know how it was done. Rptr asked why only 12 mos and he told rptr that's what he was told to do. Rptr asked why, and he said it was already a few years old. And the co policy was to move customers up to current models. Rptr paid the $125.00 via credit card, and has now received the "repaired" pump. Rptr would like to see this matter investigated promptly, before countless others are forced to pay unnecessary upgrade or svc fees.